Manufacturer narrative:
The calibration and qc were acceptable. The alarm trace showed several "sample foam detection" alarms on the day of the event. The agitation paddle adjustment was checked and was acceptable. A general reagent issue was excluded. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 207 nmol/l. The repeated result was 48.7 nmol/l. Additional results were provided from (B)(6) 2024. It is unknown if the results were from the same patient sample. The additional vitamin d results were: 83.9 nmol/l, 81.8 nmol/l, 82.4 nmol/l, 83.9 nmol/l, 84.2 nmol/l, 81.7 nmol/l, 79.0 nmol/l, 80.4 nmol/l, and 184 nmol/l. The patient is known to have a vitamin d result of approximately 60 nmol/l or 80 nmol/l.